Manufacturer narrative:
PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Correction/removal number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned the patient was infected in 2014 and that the device was placed inside of the operation room at the time of the surgery. Now the device is placed outside the theater during use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a patient might be infected with mycobacterium chimaera.

Event description:
See initial.

Manufacturer narrative:
From the official report of the customer to the local authority, livanova deutschland learned that the formerly stated date of event in 2014, stated in the initial report, is incorrect. The correct event date is (B)(6) 2016. The patient is a female patient, 80 years, identified as being infected with a intracellular mycobacteria. Furthermore, the report from the customer to the local authority refers the user facility has not cleaned the device regularly per the instruction for use but, under authority request, they are now forced to follow the instruction. The involved unit has been updated with the vacuum and sealing upgrade after the claimed event, although no vacuum has been used on the heater cooler unit since the retrofit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.